Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the pump powered on with a dim, discolored display screen. Unrelated to the display issue, the keypad button symbols were observed to be worn off, but were legible. Worn keypad symbols have no effect on insulin delivery function. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.